Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. .

Event description:
It was reported that an unexpected reset occurred. Customer¿s blood glucose level was 82 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy